Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose. Customer stated was not able to use insulin pump model 523 due to her supplies does not fit that model. The customer stated the loaner insulin pump has not been delivered yet. Customer's blood glucose was 331 mg/dl. Customer stated was hospitalized due to diabetes ketoacidosis. Customer was not wearing the insulin pump at the time of the hospitalization. Customer was off the insulin pump for half day prior to hospitalization. No further information provided.